Event description:
While using alton-dean hi-flow pressure infusor blood warmer, insert cassette failed integrity and blood transfusion was compromised. Blood leaked profusely all over the machine and onto floor.infusions stopped proximal to pt and offending tubing discarded, case completed without further incident.